Event description:
Customer reported a low battery alert for her insulin pump. The customer's blood glucose was 130 mg/dl. Troubleshooting also showed that the battery did not last for more than one week. The customer stated she did not perform excessive button pressing or using the backlight frequently. The customer was advised to return their insulin pump when a replacement battery cap did not solve the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion found on electronics. Unable to verify low battery life due to blank display. The insulin pump has cracked display window, cracked case at display window corners and cracked reservoir tube lip.